Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 5394 milliliters (ml). This drain volume meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The device passed the homechoice rite (return instrument test/evaluation) functional test and the homechoice rite electrical test. The device passed the homechoice rite functional test and the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold and/or insufficient drain: false empty detect and use error. Target ultrafiltration is set to an inappropriate value so the system does not alarm (0ml). A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).